Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was 300 mg/dl. The customer noticed damages on the reservoir compartment. The customer stated that pieces fell off. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked battery tube threads, broken reservoir tube lip, minor scratched display window and missing end cap sticker.